Event description:
It was reported that the manufacture representative was notified sometime last week about a catheter revision case that was going to be occurring on the day of report. The pump system was delivering dilaudid. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent).

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2014, the physician was unable to aspirate the catheter access port (cap) during a dye study. The healthcare provider (hcp) scheduled the patient for surgery on (B)(6) 2014 to revise the catheter. The hcp replaced the spinal segment of the catheter and was able to aspirate from the cap at that time without issue. No pieces of the old catheter remained in the intrathecal space. The patient had decreased pain relief but no withdrawal symptoms. As far as the manufacture representative was aware, the patient was doing fine at the time of report.

Manufacturer narrative:
Concomitant product: product ID 8590-9, lot # n274233, implanted: (B)(6) 2011, product type accessory; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).